Event description:
Patient developed abdominal pain approximately 1 week after a uterine fibroid embolization treatment. Patient was re-admitted to the hospital and given antibiotic therapy. Pain did not resolve and a hysterectomy was performed.